Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the therapy worked intermittently since implant, as a result an explant was scheduled for (B)(6) 2017. There were no reported complications and no further complications were expected. Patient was implanted for occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.